Event description:
Caller reported experiencing an error with their continuous glucose monitor, referred to as cgm error 42. Despite the error, there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through this process. Following the reset, the error did not reappear, and the caller successfully initiated their sensor session.